Event description:
Female patient for scheduled laparoscopic assisted vaginal hysterectomy (lavh). The yankauer (device being reported) had previously been used during the procedure. At the point where attention was placed on the vaginal portion, the physician was removing a clot from the tip of the device when the tip fell off. All pieces were recovered and there was no patient injury. According to the associate scrubbed in the case, the yankauer had functioned fine prior to this point.